Event description:
A surgeon reported an increase in post op infections and in the absence of any confirmed root cause, he raised the concern that the octylseal was a contributing factor.

Manufacturer narrative:
A surgeon reported an increase in post op infections for some of his patients following appendectomies. He raised a concern that the tissue adhesive was the source of the infection. We were provided with no evidence or supporting documentation to indicate the product caused or contributed to the post op infections. We received no other similar reports from the other surgeons at the facility. No samples were provided for eval and no lot number was given. No add'l info was provided to us from the surgeon or the facility. We have no info to suggest the tissue adhesive caused or contributed to the adverse events but in an abundance of caution, this medwatch is being filed.